Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd nexiva¿ diffusics¿ closed IV catheter system broke from the back hub of the IV catheter during use. There was no report of injury or medical intervention noted.

Event description:
It was reported that the tubing of the bd nexiva diffusics closed IV catheter system broke from the back hub of the IV catheter during use. There was no report of injury or medical intervention noted.

Manufacturer narrative:
The device history report for lot number 8073900 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 8073900 was manufactured on 03/28/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, the engineers noted that the tubing and luer adaptor were separated. Closer inspection revealed that the luer adaptor was lacking sufficient adhesive in the joint. Investigation conclusion: during the investigation it was observed that this issue can be caused when the position of the adhesive¿s hose is not aligned with the adhesive container sensor if this is happen air can go into the hose causing bubbles in the line than can be dispensing y/o causing lack of adhesive at that time of dispensed. Air, introduced to the hose due to a lack of detection of the adhesive level, will result in an inadequate amount of volume being dispensed in to the luer joint. Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.